Event description:
The customer reported that she had been experiencing unexplained high and low blood glucose levels. Customer reported having recently having blood glucose levels of 500 mg/dl and 40 mg/dl. The customer also reported that the insulin pump was constantly alarming. Blood glucose level at the time of the call was 147 mg/dl. During troubleshooting, the customer confirmed that the device's drive support cap was flush. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.